Event description:
As reported by the user facility from complaint pir (B)(4): discolored ring at hub of catheter. Bbraun communicated that the device was safe for use. Physician disassembled the device and noted debris on the discolored component; the debris was removable."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1 sample for lot # 24l09g8271 were submitted to the manufacturer for evaluation. No yellowish and no black particles were observed on the septum of the returned sample. The reported defect was not observed on this sample. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect could not be observed or replicated. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.